Event description:
It was reported that the user experienced elevated blood glucose with ilet g7 readings around 354 mg/dl and a confirmatory fingerstick of 358 mg/dl after a recent site and supply change with a teflon infusion set, with no observed leaks or kinks and recent meal announced; system logs showed correction doses being delivered and agent education advised allowing 1¿2 hours for glucose to trend down and to change the site if glucose did not decrease. Symptoms included hyperglycemia. Outcomes included no hospitalization and self-monitoring at home. Investigation included review of device-reported dosing activity and remote troubleshooting with user education. Investigation of this case revealed no device malfunction identified during review, insulin delivery attempts recorded, and a cause not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.